Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. Calibration, controls, and other test results were ok. The sample initially resulted with a troponin t value of 5.30 pg/ml. The sample was repeated, resulting with a value of 353.0 pg/ml. A second sample was collected from the patient and tested, resulting with a troponin t value of 367.0 pg/ml. Subsequent repeats of the two samples confirmed the value of 367.0 pg/ml measured from the second sample collection. The troponin t reagent lot number was 396678. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The troponin t reagent expiration date is 31-jul-2020. The service engineer replaced the measuring cell and completed fluidic maintenance. Blank cell and performance tests were competed and were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.